Event description:
Pt was revised to address loosening of the tibial tray. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Eval was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not verify or draw any conclusions about the reported device loosening or polyethylene wear. The length of time implanted (13 years) could be a possible contributing factor. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.